Manufacturer narrative:
Supplemental report submitted to include completion of the engineering evaluation. The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of hypoattenuated leaflet thickening (halt) was confirmed based available information to date. A review of the DHR, complaint history and lot history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). As reported, ''a 26mm sapien 3ur valve, implanted in the aortic position, is planning to undergo a valve in valve procedure after an implant duration of 1 year and 3 months due to halt. No additional details were provided''. Due to limited information provided, a definitive root cause is unable to be determined at this time. No device or labeling problem was identified during the evaluation. Therefore, no further escalation corrective or preventive action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 26mm sapien 3ur valve, implanted in the aortic position, is planning to undergo a valve in valve procedure after an implant duration of 1 year and 3 months due to halt. No additional details were provided.